Event description:
Patient reported obtaining a blood glucose result of 501 mg/dl, while using the suspect device. Based on this result, patient reportedly delivered 5 units of insulin lispro. Approximately 5 hours later, patient reportedly experienced hypoglycemic symptoms and was unable to get out of bed. Patient stated that a friend tested his blood glucose, using the suspect device, and obtained a result of 161 mg/dl. Based on patient's symptoms, friend reportedly summoned emergency medical services for assistance. Upon their arrival, 15 minutes later, patient's blood glucose measured 35 mg/dl, on paramedics' device. Patient was reportedly treated with intravenous fluids (contents not provided), by paramedics. Patient stated that he refused to be transported to the hospital for additional treatment. No additional blood glucose values, either obtained by paramedics or patients, were provided. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.